Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: there was no surgical time delay. The returned screw was received with signs of wear consistent with implantation and explanations (worn adonization on the threads and driver recess). Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A (44mm 4.0mm ti locking screw) was received with the complaint condition of back-out/pull-out postoperatively. The returned screw displayed signs of wear (anodization worn on the threads and head recess) consistent with implantation and explanation. Additionally an 8mm ti multiloc proximal humeral nail (04.016.034s lot 9157697), three 4.5mm titanium multi loc. Screw (04.019.032 x2 and 04.019.036), one 3.5mm titanium locking screw (412.113) and a 4.0mm titanium locking screws (04.005.414) were returned. There were no allegations made against these implants, as such no further evaluation is required. A definitive root cause was unable to be determined based on the provided information. Postoperative locking screw back out may be related to too soon mobilization by the patient resulting in micro movement and loosening of the distal locking screws. The 4.0mm ti locking screw is utilized in one of two ways: as an ascending screw (used to support the medial calcar) or a distal locking. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a right humerus hardware removal on (B)(6) 2015. This hardware removal was scheduled due to a routine follow-up appointment with the surgeon on (B)(6) 2015 in which x-rays were taken which showed one screw loosening. The surgeon noticed that one screw had backed-out. The patient had no pain but the surgeon was concerned about a possible infection. The surgeon removed the hardware and there was no infection found; it was completely healed. The original implant date was (B)(6) 2015 for a neck fracture. There was no surgical time delay. The patient status outcome is good. (B)(4).

Manufacturer narrative:
(B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Manufacturing date: 19november2014. Expiry date: 01october2024. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.